Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, the patella was found fractured at the patient's post-op visit. There is a plan for the patient to be revised, however, the revision has not been scheduled. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502806401 - femur trabecular metal cruciate retaining (cr) standard porous - (B)(6). 42512100810 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 - (B)(6). 42530007501 - tibia trabecular metal two-peg porous fixed bearing left size f - (B)(6). H10: this device was erroneously reported under an incorrect MFR and is now being submitted under the appropriate MFR. See original report: 0001822565-2025-00088. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with small patellar component size as well as oblique linear fracture involving the inferior pole. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.